Event description:
During subclavian angioplasty inside of a stent, the balloon was brought over maximum rated burst pressure and burst circumferentially. The balloon needed to be removed with a snare. No injury to the patient reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.